Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh on (B)(6) 2011 and (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital for women due to vaginal bleeding with mesh extrusion from vaginal wall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitantly, during the (B)(6) 2010 procedure, an ams vault suspension was also implanted. The patient underwent mesh removal surgeries on (B)(6) 2011 due to erosion, pain, discharge, bleeding, mesh extrusion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence; and will require additional medical treatments.